Manufacturer narrative:
Manufacturer completed the entire form. Device evaluation: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a f/u report detailing the results of the evaluation.

Event description:
User facility reported device was in use with patient when patient was admitted to hospital for respiratory distress due to cuff leakage. Replacement of the tube was required. No permanent adverse effects to patient reported.